Event description:
Customer called back due to incomplete previous call. Customer previously called to report of receiving a motor error alarm and a compromised forced sensor alarm. Call was dropped on previous call and customer was not able to go over replacement policy. Customer requested a call back for status on replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.